Event description:
It was discovered during head CT small silent strokes in multiple parts of the brain. The patient was successfully bridged to left ventricular assist device (lvad).

Manufacturer narrative:
B5 included additional information regarding pump explant and d6b was updated. B5 also included a correction where the mention of stroke was inadvertently omitted on the manufacturer device report. H6 health effect - clinical code e0133 was inadvertently omitted on the manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The patient developed hematoma at the surgical site. Manual pressure was held, pressure dressing changed, and anticoagulants paused. One unit of blood product was administered. The next day, the access site was bleeding and anticoagulants continued to be held. It was further reported that the patient had some non-sustained runs of ventricular tachycardia. Echo performed and no adjustments were made. The patient also had atrial fibrillation with rapid ventricular response (rvr). No known intervention.

Manufacturer narrative:
The investigation for the reported arrhythmia and major bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the arrhythmia and major bleed could not be determined.